Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). Investigation is complete. This report is an initial final submission. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Product review of the skin graft mesher on february 4, 2020 revealed that the calibration and sample mesh could not be taken due to the bent comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on february 4, 2020 which included replacement of the comb, screws, and comb spring. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. While the returned product investigation confirmed that the skin graft mesher had a bent comb, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb, screws, and comb spring were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during testing and calibration this loaner was found in need of repair. At evaluation investigation the device was found to have a bent comb. No adverse events were reported as a result of this malfunction.